Event description:
Related manufacturer reference number: 2017865-2022-15827. It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise was detected on the right atrial lead and on the right ventricular lead. The leads were explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that noise oversensing leading to pacing inhibition was detected on the right atrial lead and right ventricular lead.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the complete lead was returned in two pieces. Visual inspection found insulation degradation at 4.5cm to 4.6cm from the connector pin. Other damages found on the lead are consistent with procedural damage.